Event description:
Patient presented to emergency dept. With clinical symptoms of chest pain. A serum sample (sst gel tube) was collected and sent to lab for troponin analysis on the advia centaur cp. At the same time, the sample was being run by the emergency dept on another manufacturer's analyzer and the result was negative. The sample tested on the advia centaur cp gave an initial result of 0.329 ng/ml (positive cut-off for site is 0.05 ng/ml) and as per laboratory protocol the specimen was respun and reanalysed. Repeat analysis gave a result of 0.388. The patient was admitted for monitoring with subsequent testing performed at 4 hour intervals. Subsequent testing was performed on both serum and plasma samples with all serum samples reading positive for troponin and all plasma samples reading negative. No unnecessary medical procedure was performed as a result of these samples.

Manufacturer narrative:
Data from user indicates that serum is reading positive while plasma is reading negative. Use method code is selected due to difference between serum and plasma. Siemens diagnostics has requested samples from this patient, so they can be further investigated.